Event description:
A malfunction was reported by the caller involving a pump issue. There was no adverse impact to the customer¿s blood glucose level, as the blood glucose did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing the customer to continue using it.